Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to ground pad issues. The system was tested and verified as ready for use. Isi has not received the erbe for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) or erbe would not detect the ground pad. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe unit was analyzed, and the error log review identified m-b0 and m-b1 errors, confirming that the fault occurred in the field. A visual inspection did not reveal any issues related to the reported event. The unit was installed on an in-house system, where it functioned as expected, successfully energizing, cauterizing, and recognizing instruments across all ports. The erbe unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause of error m-b0 and m-b1 may be attributed to various factors. The neutral electrode (e.g., grounding pad) may not be connected to the generator, may be defective, or may have poor contact with the patient¿s surface. This error can be resolved through troubleshooting or replacement of the defective component.

Event description:
Refer to h11 for follow-up information.